Manufacturer narrative:
Insulin pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. Unit received with blank display due to moisture damage at electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracked along the battery compartment. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.